Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-37551.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump battery dropped from 80% to 15% while connected to a power source. Review of the pump data logs by tandem technical support showed the pump battery later jumped up from 15% to 100% within 2 minutes. The customer's blood glucose level was 90 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.